Event description:
It was reported that the patient had a loss of therapeutic effect. The reporter stated that ¿a little over a month ago all of a sudden¿ the patient¿s symptoms returned. The reporter stated that it was like the device shut off or stopped all of a sudden. The reporter noted that after implant once the patient got home she felt normal and she was able to eat just about anything. However, starting ¿a little over a month ago¿ the patient was back to where she was before implant. The patient went to her healthcare provider (hcp) right away and the hcp checked the device. The hcp stated that it was still ¿putting out a signal and delivering stimulation¿ and he increased stimulation a little bit. The patient had not seen an improvement in her symptoms since the stimulation was increased. The reporter stated that the hcp told them after he increased stimulation it could take up to four weeks to see an improvement. The reporter did not understand this because when the device was implanted the patient saw an improvement right away. The reporter noted that the patient had not had any falls or trauma, but she did exercise a lot. The patient had lost (B)(6) pounds and was very sick, every day. The patient was so sick that she was brought to the emergency room (ER) ¿on friday¿ for ¿strep throat type stuff.¿ an x-ray of the patient¿s chest and abdominal area was taken at the ER. The patient told the reporter that it felt like side stitches on her left side and this started the past week. The patient had an appointment with her hcp scheduled for (B)(6). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).